Manufacturer narrative:
Four devices were returned, two used and two unused. Two used devices have the eyelet and suture in the inserter. The hex of both anchor eyelets is no longer aligned with the inserter's hex. Examination under magnification showed the eyelets to be deformed. The two unused devices were tested using saw bone. The saw bone was punched using the awl for 2.8mm ti anchors. The anchor was inserted into the bone and the two-finger technique was used during insertion axial alignment was maintained through the entire insertion process. The anchor was inserted to its prescribed depth without issue. No conclusion can be made for the broken anchors.(B)(4) (B)(6) 2004.

Event description:
During a labral repair two anchors broke at the eyelet. Sales rep stated that the surgeon prepared the insertion site of the glenoid with the use of an awl and as he was inserting the anchor using the ao two-finger technique the anchor broke at the eyelet. A second device was then tried with the same result. The threaded portion of the anchors remain embedded in the patient. The surgeon used an additional anchor from a different lot without issue. A delay of twenty minutes resulted and no patient injury or complications took place.